Manufacturer narrative:
This serves as a correction report. (Common device name) was incorrectly documented in the initial MDR 30 day report. Common device name has been updated.

Event description:
Customer reported receiving a high reading from their adc freestyle libre sensor. Customer reported a reading of 298 mg/dl which was higher than a laboratory reading of 149 mg/dl. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visually inspection was performed and no issues were observed. Data was successfully extracted using approved software. The sensor was found to be in state 5 (normal termination). Sensor plug assembly was observed to be seated in mount and all three contacts were installed properly. Removed and performed visual inspection on sensor plug assembly. No issues were observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a high reading from their adc freestyle libre sensor. Customer reported a reading of 298 mg/dl which was higher than a laboratory reading of 149 mg/dl. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading from their adc freestyle libre sensor. Customer reported a reading of 298 mg/dl which was higher than a laboratory reading of 149 mg/dl. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event. There was no death, serious injury or mistreatment associated with this event.